Event description:
Device malfunction: stent dislodged. Time of malfunction: during the procedure. Symptoms/ae: device embedded in vessel. Time of symptoms/ae: during the procedure. It was reported that during a pta (percutaneous transluminal angioplasty) stenting of the left common iliac artery, the physician crossed the lesion with the delivery system. The physician attempted to pull back the delivery catheter to cover the lesion; however, the stent dislodged distally without covering the target lesion. The physician implanted the dislodged stent at the dislodge site. A second omnilink was then deployed to cover the target lesion with good results. There were no pt effects through the procedure. No additional information is available.